Event description:
Rep reports that a male fell from great height and suffered a tsi . Dr implanted a codman icp basic monitor subdurally to measure icp. Microsensor was implanted subdurally about 4-5 inches from the burr hole. The patient had icp measurements that were spiking "very high" during the 4-5 days of monitoring. The spikes in icp did not correlate to the patient's clinical condition according to the nurses and doctors another dr wants the entire system to be evaluated to determine if the monitor, cable and microsensor were working properly. After discussing this case with previous dr, he concluded that the sensor was working properly and these "fluctuations" were normal. His partner disagrees. After explantation of the microsensor the patient was doing fine. Icp at time of explant was 11mmhg.